Event description:
It was reported that PICC line lumen ripped off from the ICU. Additional information: the patient required a new PICC placement on the opposite arm given the critical nature of this condition.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause could not be determined. One 5 fr triple-lumen powerpicc catheter was returned for evaluation. The catheter contained evidence of clinical use including use residue on the sample. An initial visual observation revealed the white luer hub was detached from the extension leg. A microscopic observation revealed that the tubing had broken inside the luer hub. The fracture surface of the break was observed to be mostly smooth with some irregular areas. The edges of the break appeared to be uneven. The investigation findings are indicative of tensile break, possibly initiated by a flexural fatigue failure, which may have been a contributing factor to the extension tubing damage; however, other unidentified factors may have also contributed to the break. This complaint will be recorded for future trending and monitoring purposes.